Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported general issues with channel errors. The customer stated that "even if you brush up against them it seems to trigger them¿, ¿pumps alarm all the time", "it appears to be always the inside channel which is the hardest to remove when there is an issue". This was reported to bd representatives during their site visit. There was no information on patient involvement. Although requested, the customer did not provide any additional information and no product has been returned for investigation.